Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2000. A revision procedure has been indicated due to dislocation; however, there has been no revision procedure scheduled to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty approximately 12 to 14 years ago. A revision procedure has been indicated due to dislocation; however, there has been no revision procedure scheduled to date.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 12 to 14 years ago. A revision procedure has been indicated due to dislocation; however, there has been no revision procedure scheduled to date.